Manufacturer narrative:
Correction section h: health impact code 4629 was inadvertently omitted during the initial reporting and has been update with this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient was experiencing ineffective stimulation due to high impedances. Reprogramming performed and x-rays were taken. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the lead was explanted and replaced. Effective therapy restored post-operatively.